Manufacturer narrative:
E3: non-healthcare professional / company representative based on the results of the investigation, a definitive root cause could not be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited cable flooding, image capture flooding and scope mount corrosion. There was no patient involvement.